Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer went to swimming. There was a crack from the back left all the way to the clip holder. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged the insulin pump expose to moisture damage, critical pump error (open book image) alarm and cosmetic damage on the back left all the way to the clip holder found on (B)(6) 2022. No critical pump error (open book image) alarm¿noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. However, insulin pump had unexpected pump error 68, pump error 49, pump error 23 and pump error 75 alarm during self test and high sleep current measurement. Successfully downloaded history files and traces using thus. In further analysis of the insulin pump history found pump error 53 alarm on (B)(6) 2022 at 15:21:51.000, 15:31:00.000 and 15:32:01.000. Insulin pump was cut open to perform visual inspection and found moisture damage electronic assembly, force sensor, motor, internal battery, 40 pin flexible printed circuit/lcd, battery tube, keypad flex tail and vibrator. No moisture damage on the keypad traces or dome switches during visual inspection. Swapping out test boards confirms pump error 68, pump error 49, pump error 23 and pump error 75 alarm during self test and high sleep current measurement is isolated to electrical board 1. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and serial number label stained. Critical pump error (open book image) alarm not confirmed. Customer alleged confirmed for insulin pump expose to moisture. Pump error 53 alarm found in the insulin pump history due to moisture damage electronic assembly. Pump error 68, pump error 49, pump error 23 and pump error 75 alarm during self test and high sleep current measurement during testing due to moisture damage electrical board 1. Cosmetic damage was confirmed at medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.